Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, cable connecting ecgs c and d had a shorted wire, causing the electrode belt's +5 volt power supply to short. The cause for the shorted wire cannot be positively determined. No adverse event resulted from the electrical short. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his device displayed a service code 204. The pt was issued a replacement electrode belt.